Event description:
It was reported that the device appears to have reached recommended replacement time (rrt) at four year at normal outputs. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead (B)(6)2008; 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.